Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-3400-30, serial/lot #: (B)(4), description: infinion splitter 2x8 kit (30 cm); model #: sc-2316-70, serial/lot #: (B)(4), description: infinion 70 cm lead kit; model #: sc-1132, serial/lot #: (B)(4), description: precision spectra implantable pulse generator. The explanted devices were not returned to bsn as they were discarded by the medical facility. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient was having pain and discomfort from lead splitters at the midline incision site. Multiple high impedances were also detected. The patient underwent a revision procedure wherein the ipg, leads and lead splitters were replaced. Device malfunction was suspected. The patient was doing well postoperatively.